Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that review of stored episodes revealed oversensing on both channels. It was questioned if the oversensing was related to minute ventilation. Boston scientific technical services (ts) reviewed the data and confirmed minute ventilation oversensing. Additionally, it was indicated there was pacing inhibition for greater than five seconds. Ts indicated that this was observed on both channels due to the effects of the high impedance condition. No adverse patient effects were reported.